Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: (B)(4) during the device check in was confirmed. As received, the syringe was powered on with no error observed. The syringe was also successfully running with no force applied. However; error 356.6710 was consistently detected when it infused with back pressure greater then 500 mmhg. Failure investigation was isolated the cause of failure to fpc lfex cable assembly. Conclusion: faulty fpc flex cable is the main cause of reported error 356-6710. However; no anomalies observed on the fpc assembly. Rework:: replaced fpc assembly part number tc10009497, lot number 057578. Disposition: route to service for normal process.